Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern) and non-penumbra diagnostic catheter. During the procedure, the physician placed the diagnostic catheter in the target vessel. While advancing the lantern through the diagnostic catheter, the physician encountered resistance, and the lantern became stuck after passing through the tip of the diagnostic catheter; subsequently, the lantern and diagnostic catheter were removed, and the diagnostic catheter was flushed. It was reported that the physician felt as if the lantern snapped while passing the tortuous part of the vessel, and it is unknown if the lantern actually broke. The physician then placed the diagnostic catheter in the target vessel again and attempted to re-advance the lantern through the diagnostic catheter, but the lantern would not move forward; therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter and the same diagnostic catheter. There was no report of an adverse effect to the patient.